Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that balloon would not deflate. An 8.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon would not deflate after 12 multiple inflations. Subsequently, the balloon was removed as a system while inflated using 12f sheath to assist. There were no patient complications reported.